Manufacturer narrative:
Concomitant medical products. Product ID: 6947-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated an episode of atrial fibrillation/atrial tachycardia that appeared to be far field r-wave (ffrw) oversensing of the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.